Manufacturer narrative:
Bleeding is listed in the instructions for use (IFU) as a potential adverse event associated with the tavr procedure. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, there is insufficient information to determine the source and possible contributing factors for the bleeding. The report did not specify to which of the devices used during the tavr procedure the event was associated. The device was not returned for evaluation. However, there was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), four days post implant of a 20mm sapien 3 valve within a pre-existing valve by transfemoral approach, the patient had a major bleeding event and two units of red blood cells were transfused. The patient was discharged on post op day 6. The patient had a basal hemoglobin of 10.50 g/dl.

Manufacturer narrative:
The event occurred 5 days post valve implant on (B)(6)2018.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
UDI number: (B)(4). A 20mm sapien 3 valve was implanted within a pre-existing non-edwards mitroflow valve by transfemoral approach. The major bleeding event was access site bleeding. At last report the patient was well with no re-admission. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Catheter site bleeding is blood from the arteriotomy around the catheter (sheath). Access related bleeding complications can be related to insertion techniques, device manipulation, anticoagulation, hypertension, fragile tissue, or a damaged sheath. There are cases where the bleeding is significant and more complex intervention or transfusion is required. According to literature review, and as documented in a technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, the device was not returned for evaluation. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the access site complication could not be confirmed. However, per the report, patient comorbidities may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.